Event description:
Information received from the field notes that a nursing home patient presented to the hospital for an endoscopy. Prior to the endoscopy, the patient's ECG showed a paced rhythm of 68 ppm. After the endoscopy, the patient's heart rate dropped into the 20's with an escape beat morphology. The device could not be interrogated and there was no response to magnet application.